Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of infusion set leakage. The infusion set had been in use for 1 day. There was no stress or pull on the infusion set tubing. The location of the leak was tubing. The tubing did not come apart. There were no visible damages. Patinet was instructed to return and replace infusion set. No further information available.